Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Phone number. (B)(6). Current repair. Product evaluation: product review of the meshgraft ii serial number (B)(4) by flextronics on 11 may 2020 revealed that the handle was damaged, some screws were worn, some screws were not original, the cutter and roller were heavily worn, and the unit was out of calibration. The pre-repair test cut did not pass. Product repair: repair of the device was performed by flextronics on 26 may 2020 which included replacement of the following: screws, meshgraft cutter, sideplates, cap screws, handle, roller the device, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the unit was sent in for maintenance and found in need of repair. Damaged handle need to be replaced; wrong/missing screws need to be replaced defective cutter need to be replaced; worn roller need to be replaced; side plates need to be replaced. During maintenance it has been found that certain components are worn out and need to be replaced. This is a normal procedure - for this reason, items are sent in for maintenance to correct any defects before they cause a major problem. These defects discovered during maintenance have not caused any problems or endanger users or patients. No adverse event was reported as a result of this malfunction.